Event description:
Physician was attempting to treat a lesion using complete se stent. Device was removed from packaging as per IFU, inspected and prepped with no issues noted. The device did not pass through a previously deployed stent. No excessive force was used during delivery and no resistance was encountered when advancing the device. It was reported that the delivery system was deformed at the shaft and difficulty to remove the device prior to stent deployment was experienced.

Manufacturer narrative:
Evaluation codes: results: other (no root cause identified), no results available since no evaluation performed (device not returned for analysis) evaluation codes: conclusions unable to confirm complaint (device not returned for analysis) : other (no root cause identified). (B)(4).

Manufacturer narrative:
Evaluation results: related to operational context - deformation probably occurred during preparation of device prior to use or during attempted delivery of device. Conclusions: operational context caused or contributed to event - deformation probably occurred during preparation of device prior to use or during attempted delivery of device.